Event description:
On (B)(6) 2011, mother reported that pt was hospitalized on (B)(6) 2011 due to blood glucose in the 400 mg/dl range, and blood glucose was in the 500 mg/dl range on the day of the report. Infusion needle is changed every 3 days, and mother was advised on MFR recommendations. Mother disconnected the infusion tubing from the pt and bolused 4 units. No insulin flowed through the tubing for the first 2 units and then insulin "all came out at once." Pt was treated with injection therapy while in the hosp, and mother delivered boluses to decrease blood glucose. Normal blood glucose range is 150-180 mg/dl. Infusion set was replaced with a different type and requested for eval. Mother provided f/u on (B)(6) 2011 and reported blood glucose remained at 478 mg/dl after changing the infusion set. Pt used injection therapy to correct hyperglycemia. There was no insulin leakage. Pt changed the insulin cartridge and infusion set. Mother provided f/u on (B)(6) 2011, and blood glucose remained elevated even with a new type of infusion set. Mother was advised to have pt use the backup infusion device for purpose of troubleshooting. Mother declined and reported that she believes the cause of the hyperglycemia is the infusion device. Infusion device was replaced and requested for eval.